Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint "does not engage." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not reported by site was that the instrument was placed and driven on an in-house system. The grips clip test was performed and failed. It took several tries in order for the clip to successfully clip onto the tubing during in-house testing. No grip misalignment was observed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not engage. The procedure was completed with no reported injury.